Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed damaged labels, inner and outer enclosures damage, a missing drape clip, the power rocker switch cover was missing and that the plastic handle was damaged.  A functional evaluation found that the unit fails the weight test. The piston migration was at 2.1 inches. The reported failure of a damaged switch drape portal was not confirmed. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review regarding the investigation findings of a failed weight test concluded that this was a repeat issue.

Event description:
It was reported that during surgery the spider 2 tenet has the switch drape portal damaged. The procedure was completed with the same device using the footswitch without delays or patient harm. Results of investigation have concluded that this unit failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.